Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. Product ID 3889-28, lot# v170108, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v165485, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Date of event is an approximation. Device used for off-label indication. The indication the device was used for was urinary incontinence/sacral nerve stimulation.

Event description:
The patient reported that the wires broke pretty fast, and they felt them break with pain and soreness. The healthcare provider and patient decided to turn the stimulation off. The patient mentioned that this was removed because their tailbone couldn't take it anymore and had enough. It was indicated that the patient had pain and soreness in their tailbone after each replacement. This occurred six months prior to getting it fixed on (B)(6) 2011. It was noted that the device helped their pain and frequency tremendously. They were also currently on elmiron and cymbalta medications. There were no further complications reported as a result of this event. The indications for use were urinary incontinence/sacral nerve stimulation and pelvic pain/other.